Event description:
As reported, hemostasis was not achieved even after proper application and use of a 7f exoseal vascular closure device (vcd). Bleeding was noted promptly after plug deployment and device removal, with pulsatile bleeding immediately observed upon removal of the exoseal vcd and sheath. Manual compression was held for more than 30 minutes to successfully complete hemostasis. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), and a retrograde approach was utilized. The physician had not achieved certification on the device. Femoral artery suitability was verified on angiography, including appropriate insertion angle, with the vessel diameter confirmed to be greater than or equal to 5 mm, and no visible calcium or plaque, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The plug was deployed to the proper location, fingertip compression was maintained during device removal, and there were no multiple stick attempts prior to access. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.